Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/flush drive support disk. The device was received with cracked case at lcd window corners, reservoir tube and battery tube threads, and scratched screen.